Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection at the anchor site. As a result, the patient underwent surgical intervention in which the system was explanted.

Manufacturer narrative:
A review of the lot history record, identified no manufacturing nonconformities issued to the reported device, that would have contributed to this event. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.